Event description:
Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? It did not, they were attempting to prime the tubing before hooking the patient up.

Manufacturer narrative:
MDR made in error with incorrect reportability rationale.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim: verbatim: my staff have informed me that we have been having issues with the anesthesia tubing with the 3 stopcocks on it. Two things happen one is the chamber will fill up but then they can¿t advance it through the tubing. Other times the chamber won¿t even fill up.